Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that several hours after the foley catheter placement, sterile water was leaking, and when checked, only 10cc or less had leaked.

Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted received 1 all-silicone temp sensing foley catheter with sample port connector. Upon visual inspection no visual defects found. Inflated balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Upon inflation balloon concentricity of 70:30 was observed. Deflated balloon successfully with in house syringe under 5 minutes (2 minutes 17 seconds). Also received 3 photo samples. First photo sample shows end of catheter with deflated balloon. Second photo sample shows side profile of inflation cap. Third photo sample shows top view of top view of catheter. Based on physical sample received the reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. A DHR review was not required as the reported event was unconfirmed. A labelling review was not required as the reported event was unconfirmed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was naturally removed several hours after the placement, sterile water was leaking, and when checked, only 10cc or less had leaked.